Manufacturer narrative:
Date of event was approximated to be (B)(6) 2020 as no specific event date was reported. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. No specific implant date was reported; however, it was reported the stent was implanted six months ago. (B)(4). The complainant indicated that the stent will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a fully covered wallflex biliary stent was implanted to treat a 4cm benign stricture in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed six months ago. Reportedly, the patient's anatomy was not tortuous during the stent placement. According to the complainant, a month ago, the stent was attempted to be removed using forceps; however, tissue ingrowth was noted and the stent was difficult to remove. The stent remained implanted and a second wallflex biliary fully covered stent of a larger size was implanted stent in stent and the procedure was completed. Reportedly, on (B)(6) 2020, both stents were successfully removed from the patient. There were no patient complications as a result of this event. Note: photos of the complaint device inside the patient were provided by the complainant and shows tissue ingrowth inside the stent.